Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had high impedances. Surgical intervention was undertaken, and the extension was explanted, resolving the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. During the procedure, the issue was the extension. The doctor cut them off. Patient stable with stimulation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.